Event description:
Related manufacturer reference number: 2017865-2022-12879. It was reported that the patient presented in-clinic for a follow-up check. Upon review, it was noted that the left ventricle lead had dislodged; confirmed via x-ray and also exhibited failure to capture. The left ventricle lead was explanted and replaced on (B)(6) 2022. During the procedure on (B)(6) 2022, the implantable cardioverter defibrillator exhibited failure to tighten the set screw on the right ventricle lead port. The implantable cardioverter defibrillator was replaced during the same procedure on (B)(6) 2022. No patient consequences.

Manufacturer narrative:
The reported event of set screw anomaly was confirmed. The device was above elective replacement indicator (eri) when received. Analysis revealed the ventricular is4 set screw was slightly stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.